Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during priming (patient not connected), the home patient (hp) revealed that he had changed the cassette but used same bags. The technical service representative (tsr) advised the hp to start over with new supplies including new cassette and new bags and explained to the hp that whenever he starts over with new supplies, the entire setup needs to be new. No clinical consequences for the patient were reported.